Event description:
Five cases of allergic reaction in pediatric patients immediately following insertion and flushing of catheter. Symptoms include decline in oxygen saturation, hypertension and poor peripheral perfusion. All patient conditions stabilized after administration of fluids and drugs (15-45 minutes). Dr. From the hospital in switzerland made aware of five incidents using hydrocath on pediatric patients. At these five cases, he always found the same situation: anesthesia started without any problem, stable conditions of patients; insertion of catheter without any problems, access via internal jugular vein or femoral vein; respiratory problems at the patient with a decline of oxygen saturation, hypotension and poor peripheral perfusion. Therapy; through application of fluids and ephedrine (adrenaline in one case) the conditions could be stabilized within 15 to 45 minutes. Therapy was given via the catheter. After the stabilization of the patient, catheter was left in place. The incidents occurred at infants with a weight from 3 kilos to approximately 10 kilos. With some of the affected patients the doctor observed a slight cough when the repiratory problems started. Affected products are not available. The doctor will use hydrocath also in future and agreed that he will make a detailed documentation when the next case occurs in order to support the investigation. The doctor is convinced that there is no quality problem with the product, but interested to investigate the reasons for these incidents.